Manufacturer narrative:
(B)(4). Initial reporter last name, email address: not provided. Device remains in use.

Event description:
It was reported that an abutment (iedat4) could not seat in the patient mouth. Abutment design was too bulky and patient's tissue had to be trimmed up in order to seat the abutment. Tooth location 30.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® bellatek® titanium abutment 4.1mm iedat4 was not returned. Since product hasn't been returned, visual inspection or camera magnification could not be performed. The investigation will be performed based on the available information of the item # and lot#. Digital design was reviewed. The codes and alignment of the healing abutment of the scan were compared to the codes and alignment of the design and verified that they matched. The margins were measured and confirmed to match the specifications requested on the work order. The tissue displacement was also measured and verified to be as specified by the customer. No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 and was unable to be used. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (8473489-1). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event(s) (does not seat) or device(s) (iedat4). Therefore, based on the available information, device malfunction could not be verified as product was not returned and the reported event was non-verifiable as the placement conditions during surgical procedure and patient osteotomy are unknown. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).